Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 14-sep-2025, it was reported that a beta bionics ilet user experienced a hyperglycemic episode with a blood glucose value of 230 mg/dl after meal announcements stopped at 1% delivery without completing. The user subsequently received an occlusion alert and an alert code 38. A full supply change and device restart were performed, but the alert persisted, and a device replacement was arranged. No outside medical intervention was required.